Event description:
10/10/96 1000 surgeon said it is very difficult to fire across an old staple line with the device. When stapling the round ligament the entire cut line was not stapled. Clips were used for hemostasis. There was no consequence to the pt. Tkb